Event description:
A report was received that the patient was experiencing pain near the spine incision area. It was also reported that the patient had a lump near the surface of the skin which was sore and could be the lead that might have migrated. X-ray was taken and revealed normal result. The patient will undergo a revision procedure.